Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a robotic laparoscopic nephroureterectomy. It was reported that after the date of surgery, the patient experienced low blood pressure, internal bleeding, massive blood loss, hypoxic brain injury, hemorrhagic shock, staples did not hold in place, hypothermia, acidosis, coagulopathic, decreased cognitive function, altered mental status, metabolic encephalopathy, respiratory failure with hypoxia, other postprocedural shock, hyperosmolality, hypernatremia, acute kidney failure, acute posthemorrhagic anemia, hypocalcemia, hypomagnesemia, hyperglycemia, dysphagia, thrombocytopenia, adhesions, hernia, hypokalemia, hypovolemia, pain, abdominal pain, urinary tract infection, incontinence, anxiety, weakness, diaphoresis, syncopal, disability, bradycardia, tachypnea, decreased and blurry vision, dry eyes, ischemic, optic neuropathy, double vision, memory loss, anger outbursts, hand tremors, depression, aphasic, restlessness, agitation, and hard of hearing. Post-operative patient treatment included exploratory laparotomy, drain placed, transfusion, resuscitation, intubation, antibiotics, medication, removal of laparotomy pads, hospitalization, irrigation and washout of the abdomen with placement of 19 blake drain in area of previous nephrectomy and exiting from the inferior portion of the wound, component separation with myocutaneous flaps with lateral release for primary closure of the fascia in midline, insertion of small bore enteral feeding tube with electromagnetic sensing device guidance, physical, occupational and speech rehabilitation, drain removed and IV fluids.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a robotic laparoscopic nephroureterectomy. It was reported that after the date of surgery, the patient experienced low blood pressure, internal bleeding, massive blood loss, hypoxic brain injury, hemorrhagic shock, staples did not hold in place, hypothermia, acidosis, coagulopathic, decreased cognitive function, altered mental status, metabolic encephalopathy, respiratory failure with hypoxia, other postprocedural shock, hyperosmolality, hypernatremia, nephrolithiasis, acute kidney failure, acute posthemorrhagic anemia, hypocalcemia, hypomagnesemia, hyperglycemia, dysphagia, thrombocytopenia, adhesions, hernia, hypokalemia, hypovolemia, pain, abdominal pain, urinary tract infection, incontinence, anxiety, weakness, diaphoresis, syncopal, disability, bradycardia, tachypnea, decreased and blurry vision, dry eyes, ischemic, optic neuropathy, double vision, memory loss, anger outbursts, hand tremors, depression, aphasic, restlessness, agitation, and hard of hearing. Post-operative patient treatment included exploratory laparotomy, drain placed, transfusion, resuscitation, intubation, antibiotics, medication, removal of laparotomy pads, hospitalization, irrigation and washout of the abdomen with placement of 19 blake drain in area of previous nephrectomy and exiting from the inferior portion of the wound, component separation with myocutaneous flaps with lateral release for primary closure of the fascia in midline, insertion of small bore enteral feeding tube with electromagnetic sensing device guidance, physical, occupational and speech rehabilitation, drain removed and IV fluids. Relevant tests/laboratory data: 14 dec 2015: labs abnormal for hemoglobin 6, sodium 146, inr 1.5, magnesium 1.4, ical 1.0, troponin 0.45, ph 7.1, creatinine 1.46, lactate 11 21 dec 2015: electroencephalogram (eeg) was abnormal secondary to presence of excessive beta activity which could be related to a me dication effect. No clinical or electrographic seizures recorded. 13 sep 2018: CT scan of abdomen showed postsurgical changes status post right total nephrectomy without evidence of recurrence or metastatic disease, surgical clips and suture material in the surgical bed, surgical clips posterior aspect of the right liver lobe along with clips anterior to the abdominal aorta level of the renal arteries. Umbilical hernia with nonobstructed small bowel within the hernia lumen. Postsurgical adhesions likely. Grossly stable proximal dilated abdominal aorta (believed to be unrelated), no CT findings to explain the epigastric pain. 10 jan 2020: eeg done for seizure like activities was abnormal during wakefulness, drowsiness. Generalized theta slowing noted suggestive of diffuse cerebral dysfunction. No epileptiform discharges or seizure sequences are present

Manufacturer narrative:
Additional information received: a1, b5, b7, g3, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a robotic laparoscopic nephroureterectomy. It was reported that after the date of surgery, the patient experienced low blood pressure, internal bleeding, massive blood loss, hypoxic brain injury, hemorrhagic shock, staples did not hold in place, hypothermia, acidosis, coagulopathic, decreased cognitive function, altered mental status, metabolic encephalopathy, respiratory failure with hypoxia, other postprocedural shock, hyperosmolality, hypernatremia, nephrolithiasis, acute kidney failure, acute posthemorrhagic anemia, hypocalcemia, hypomagnesemia, hyperglycemia, dysphagia, thrombocytopenia, adhesions, hernia, hypokalemia, hypertension, hypovolemia, pain, abdominal pain, urinary tract infection, incontinence, anxiety, weakness, diaphoresis, syncopal, disability, bradycardia, tachypnea, decreased and blurry vision, dry eyes, ischemic, optic neuropathy, double vision, memory loss, anger outbursts, hand tremors, depression, aphasic, restlessness, agitation, hard of hearing and death. Post-operative patient treatment included exploratory laparotomy, drain placed, transfusion, resuscitation, intubation, antibiotics, medication, removal of laparotomy pads, hospitalization, irrigation and washout of the abdomen with placement of 19 blake drain in area of previous nephrectomy and exiting from the inferior portion of the wound, component separation with myocutaneous flaps with lateral release for primary closure of the fascia in midline, insertion of small bore enteral feeding tube with electromagnetic sensing device guidance, physical, occupational and speech rehabilitation, drain removed and IV fluids. Information received indicates the patient is now deceased from natural causes and due to acute respiratory distress syndrome, aspiration pneumonitis, metabolic encephalopathy and severe dementia behavior changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a robotic laparoscopic nephroureterectomy. It was reported that after the date of surgery, the patient experienced low blood pressure, internal bleeding, massive blood loss, hypoxic brain injury, hemorrhagic shock, staples did not hold in place, hypothermia, acidosis, coagulopathic, decreased cognitive function, altered mental status, metabolic encephalopathy, respiratory failure with hypoxia, other postprocedural shock, hyperosmolality, hypernatremia, nephrolithiasis, acute kidney failure, acute posthemorrhagic anemia, hypocalcemia, hypomagnesemia, hyperglycemia, dysphagia, thrombocytopenia, adhesions, hernia, hypokalemia, hypertension, hypovolemia, pain, abdominal pain, urinary tract infection, incontinence, anxiety, weakness, muscle weakness, diaphoresis, syncopal, disability, bradycardia, tachypnea, decreased and blurry vision, dry eyes, ischemic, optic neuropathy, double vision, memory loss, dementia, anger outbursts, hand tremors, depression, aphasic, restlessness, agitation, difficulty hearing, protein-calorie malnutrition, cerebral degeneration and death. Post-operative patient treatment included exploratory laparotomy, drain placed, transfusion, resuscitation, intubation, antibiotics, medication, removal of laparotomy pads, hospitalization, irrigation and washout of the abdomen with placement of 19 blake drain in area of previous nephrectomy and exiting from the inferior portion of the wound, component separation with myocutaneous flaps with lateral release for primary closure of the fascia in midline, insertion of small bore enteral feeding tube with electromagnetic sensing device guidance, physical, occupational and speech rehabilitation, electrolyte replacement, thick liquid diet, trazadone, assistance to ambulate, drain removed and IV fluids. Information received indicates the patient is now deceased from natural causes and due to acute respiratory distress syndrome, aspiration pneumonitis, metabolic encephalopathy and severe dementia behavior changes.

Manufacturer narrative:
Additional info: b7 ("called ems to check vital signs ((B)(6) 2020)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a robotic laparoscopic nephroureterectomy. It was reported that after the date of surgery, the patient experienced ambulation difficulties, low blood pressure, internal bleeding, massive blood loss, hypoxic brain injury, hemorrhagic shock, staples did not hold in place, hypothermia, acidosis, coagulopathic, decreased cognitive function, altered mental status, metabolic encephalopathy, respiratory failure with hypoxia, other postprocedural shock, hyperosmolality, hypernatremia, nephrolithiasis, acute kidney failure, acute posthemorrhagic anemia, hypocalcemia, hypomagnesemia, hyperglycemia, dysphagia, thrombocytopenia, adhesions, hernia, hypokalemia, hypertension, hypovolemia, pain, abdominal pain, urinary tract infection, incontinence, anxiety, weakness, muscle weakness, diaphoresis, syncopal, disability, bradycardia, tachypnea, decreased and blurry vision, dry eyes, ischemic, optic neuropathy, double vision, memory loss, dementia, anger outbursts, hand tremors, depression, aphasic, restlessness, agitation, difficulty hearing, protein-calorie malnutrition, cerebral degeneration and death. Post-operative patient treatment included exploratory laparotomy, drain placed, transfusion, resuscitation, intubation, antibiotics, medication, removal of laparotomy pads, hospitalization, irrigation and washout of the abdomen with placement of 19 blake drain in area of previous nephrectomy and exiting from the inferior portion of the wound, component separation with myocutaneous flaps with lateral release for primary closure of the fascia in midline, insertion of small bore enteral feeding tube with electromagnetic sensing device guidance, physical, occupational and speech rehabilitation, electrolyte replacement, thick liquid diet, trazadone, assistance to ambulate, drain removed and IV fluids. Information received indicates the patient is now deceased from natural causes and due to acute respiratory distress syndrome, aspiration pneumonitis, metabolic encephalopathy and severe dementia behavior changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b7 ("work-related injury to neck and rue (2003), r hand weakness, rue edema") medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient was presented to the hospital for a robotic laparoscopic nephroureterectomy. During the course of this procedure, two renal arteries were dissected and stapled using a endovascular gia stapler and staples. Before leaving the post-op recovery room, it was noticed that the patient was suffering from low blood pressure and exhibiting signs of internal bleeding. Patient was taken back to the operating room where it was determined that the staples in the renal arteries did not hold in place and was bleeding internally. An emergency surgery was done to stop the bleeding and patient required surgical intervention. The patient lost a massive amount of blood and suffered from a hypoxic brain injury related to hemorrhagic shock and blood loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient presented to the hospital for a robotic laparoscopic nephroureterectomy. During the course of this procedure, two renal arteries were dissected and stapled using a stapler and staples. The surgery was to be performed. Before leaving the post-op recovery room, it was noticed that patient was suffering from low blood pressure and exhibiting signs of internal bleeding. He was taken back to the operating room where it was determined that the staples in the renal arteries did not hold in place and he was bleeding internally. Patient had an emergency surgery to stop the bleeding and had to be subsequently transferred to another hospital for further surgical intervention. During the course of these events, patient lost a massive amount of blood and suffered from a hypoxic brain injury related to hemorrhagic shock and blood loss.